Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported by the patient's infusion set fell off during use. The issue occurred with three similar types of infusion sets used for 24 hours. No further information was available.